Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer stated that her blood glucose was 51 mg/dl and she ate sugar and glucose tablets and her blood glucose did not come up. Customer stated that her blood glucose was 48 mg/dl. She checked her blood glucose about 2 mins ago and she was at 73 mg/dl. The customer also experienced high blood glucose of 320 mg/dl. Customer declined low blood glucose troubleshoot. The product was not returned for analysis.